Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged insyte autoguard device could not be confirmed from the representative 20g insyte autoguard devices that were provided in sealed unit packages from lot #5239648. A visual examination revealed no damage or defects on the returned samples. A functional test revealed no damage or defects. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We are having some issues with the above autoguard, they are breaking off at the tip .patient impact: no impact on patient, no serious injury.